Manufacturer narrative:
Analysis could not confirm the reported event; the analyzer passed functional test. It was noted the battery was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the analyzer was showing extreme varying "laesie" results during procedure. Big deviation per wave. The analyzer was returned for service. No patient complications have been reported as a result of this event.